Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text: product not returned to manufacturer.

Manufacturer narrative:
The reported adverse event was chipped teeth. Date of event is approximate.

Event description:
The consumer alleged that their protectiveclean power toothbrush chipped their teeth.